Event description:
Patient was in office receiving botox injections. One of the needle being used, bd precisionglide needle 30g x 1/5 lot # 3055903, per the physician had what she described as a burr. As the needle was being inserted into the patient'ss skin it was catching; on the skin causing more pain than necessary to the patient.